Manufacturer narrative:
Original submission 3001617766-2020-06102 dated 8/11/2020 for serious injury was filed in error. This MDR should not have been filed as it was primary stability case that was rectified during the same patient visit with an alternate implant,

Manufacturer narrative:
Sections not provided. Customer will be contacted.

Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a failure of osseointegration and the implant was explanted. There was 1 patient involved in this event.